Manufacturer narrative:
G4: 05feb2020. B4: (B)(6) 2020. The power switch overlay was returned for failure analysis. A inspection revealed no anomalies. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019. The manufacturer's international service technician confirmed the reported issue and also found that there was damage to the fan filter cover. The technician replaced the fan housing and the power switch overlay and the issues were resolved. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared an alarm light emitting diode (led) failure. There was no patient involvement.